Event description:
It was reported pt had a revision of two percutaneous octrode leads to a penta surgical lead. It was also reported that programming postoperatively, the pt only felt stimulation in her left and right flanks and no hips and legs where she needs stimulation. It was reported that on (B)(6) 2012, the lead was repositioned to capture the pain. On (B)(6) 2012, the pt was reprogrammed and reportedly was able to feel stimulation in her hips and legs as needed. It was reported there were no further concerns from the pt at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.